Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6) (r862964901, r863563501). It was reported that on (B)(6) 2024, a 25mm portico ng/navitor valve was successfully implanted in a patient using a small flexnav delivery. It was noted during procedure that the patient developed a left bundle branch block when inserting a non-abbott guidewire. A pre-implant balloon aortic valvuloplasty was performed using an 18mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. There were no re-sheaths of the valve during procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 0mm and the final non-coronary cusp implant depth was 4mm. On (B)(6) 2024, it was noted that the patient developed a fever and phlebitis. No intervention was performed, but the patient was hospitalized for monitoring. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a complete atrioventricular block (avb). On (B)(6) 2024, the complete (avb) was noted again on an electrocardiogram. The decision was made to implant a permanent pacemaker. There was no infection, all cultures were negative. The cause of the patient's fever is attributed to phlebitis, but the cause of phlebitis is unknown. The cause of the patient's atrioventricular block is attributed to implant of the 25mm portico ng/navitor valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient developed fever and phlebitis one day after implanting navitor valve using flexnav delivery system. Also reported that there was no infection, all cultures were negative. Information from field indicated that a pre-implant balloon aortic valvuloplasty was performed. No re-sheaths of the valve were reported during procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported patient effects fever and inflammation could not be conclusively determined. Information from field indicated that the cause of the patient's fever was attributed to phlebitis, but the cause of phlebitis was unknown. No intervention was performed, but the patient was hospitalized for monitoring. There was no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.